Event description:
Customer reported the table is out of calibration. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu. System operates as intended.